Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the patient underwent pump exchange on (B)(6) 2019.

Manufacturer narrative:
Section b5, d10, h3: additional information. Section d4, e3, h4: correction. Manufacturer's investigation conclusion: the report of a potentially compromised driveline can be confirmed. The pump was returned assembled with the driveline approximately 8¿ from the pump housing, with a separate portion returned measuring approximately 28¿. Examination of the blood-contacting surfaces found no adhered depositions or thrombus formations. Visual examination of the driveline did not reveal any damage to the silicone jacket. There was no visible damage to the bionate or breakdown of the braided shield beneath. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline revealed damage to the insulation of the yellow wire approximately 28¿ from the controller connector. The remainder of driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that could have contributed to an electrical short. The breach in the insulation of the yellow wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. If the exposed conductor contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to the reported pump stoppage events. The hmii lvas IFU and patient handbook explain that all hm ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding percutaneous lead care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: during the event, before the patient presented to the hospital, they changed from the device to the power module when the red heart alarms occured.

Manufacturer narrative:
Approximate age of device- 1 year and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient reported red heart alarm; however, the patient remained asymptomatic. This patient was admitted to the hospital connected to batteries. Log files submitted for review confirmed pump stoppages and low speed hazard alarm. This type of behavior could possibly be linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. X-ray submitted appears unremarkable. The patient will be scheduled to undergo a pump exchange due to suspect driveline fracture next week. No additional information was provided.